Manufacturer narrative:
The lot number is unknown, therefore a review of the lot record could not be conducted to determine if there were any indication of problems in fabrication that could have caused or contributed to the complaint. The long shouldered bone pin was not returned to integra, a failure analysis could not be conducted, and no definitive root cause could be determined.

Event description:
It was reported that on (B)(6) 2018, the long shoulder pin cold welded into the tibial alignment block after partial insertion into the tibia. Alternative holes needed to be used and an additional hole in the distal tibia was necessary because the pin that cold-welded into the tibial alignment block had gone into bone but not far enough to achieve adequate fixation ("we would have used two but because the cold welding occurred before the pin was driven far enough to achieve proper fixation, it had to be abandoned with two more added for a total of three"). No patient consequences reported and the event lead to 2-3 minutes surgical delay. The surgery progressed as planned.